Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The extensive evaluation was unable to reproduce the battery fault, however, the internal battery was replaced as a precautious measure. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: this is the resubmission of the initial submission submitted on (B)(6) but due to the server error from the FDA side, the initial submission was not successfully received and processed ((B)(4)).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 218) and battery inoperable alarm. There was no patient injury reported as a result of this incident.